Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the glue residue perforated on the distal tip could not be determined. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of the bending section being out of service. This did not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, glue residue perforated on the distal tip was found. There was no patient involvement.